Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was not returned to zoll medical corporation for evaluation. However, the device logs were provided. The customer's report was verified and attributed to a software timeout. It is unknown what caused the timeout. It was recommended to send the device to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.